Event description:
It was reported that the patient was externally shocked for fast-wide complex tachycardia and was admitted to the emergency department. Stored electrogram did not show any evidence of ventricular tachycardia (vt), but possible rapid ventricular response was noted. The right ventricular (rv) lead was observed with undersensing. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)